Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a fever for a few weeks and then he was admitted into the hospital. The lab results confirmed that the patient exhibited infection. The whole pulse generator system was explanted. The patient was stable throughout the whole procedure.